Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic endoscopic mucosal resection, clipping was not successful with the device. The clip fell off in the open state in the colon. The detached part was separated, damaged with sharp edges and retrieved with forceps. When removing it from the body, the sharp edges of the fragments injured the mucous membrane, necessitating clipping to maintain hemostasis. The additional treatment was completed successfully, and the original clipping was also completed using a new unit of the same product.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.